Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa and after checking release criteria the device was released from the core wire. Upon release the device canted roughly 45 degrees. The patient was observed for 30 minutes with no change to the position of the device and no leaks being found. At this time the patient was admitted to the intensive care unit for continued observation and a plan to have a transesophageal echocardiogram procedure the next day. Later that night the device embolized and settled in the left ventricle. The patient was brought to surgery where the device was successfully removed. There were no patient complications that were reported to have occurred. The patient has since been discharged home doing fine following these events.